Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: unknown; product ID: 3389-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient never received benefit from therapy. There were several reprogramming sessions however there was no improvement. The patient had a revision performed on the 20th of september, however they did not benefit from that either. The patient received an opinion from several other hcps who all stated that the surgeon failed to implant the leads in the correct anatomical target. The leads were too anterior to be in the thalamus, and too medial to be in the gpi. The patient was told that they need another revision surgery. The patient's hcp suggested that the patient have a thalamotomy performed, however that surgery is a contradiction to the patient's dbs. The patient stated that they have suffered for the last 3 months physically and psychologically with no improvement to their health. The patient reported that they were advised to turn off their ins. No further complications were reported or anticipated.